Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The customer's blood glucose at the time of incident is unknown. The button error alarm occurred during basal delivery and the customer was unable to clear it. The customer was advised to remove the battery, discontinue use of the pump, and revert to a back-up plan per health care provider's instructions. No products were shipped or returned as the insulin pump is out of warranty.